Manufacturer narrative:
Initial.

Event description:
It was reported that the user forgot to announce a meal after school, and announced it long after eating while using the ilet system; a blood glucose of 280 mg/dl was observed, and education was provided to monitor glucose and proceed with dinner announcement if in a safe, non-dropping range, with a request for trainer follow-up to confirm pump training or determine need for reset. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, medical intervention or hospitalization beyond self-management guidance. Investigation included a review of user-reported history, blood glucose context, and troubleshooting education regarding meal announcements and device use. Investigation of this case revealed use error related to delayed meal entry and deviation from initial training parameters, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with use of the device.